Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the device was returned to zoll medical corporation; the reported malfunction of runtime calibration failure was observed and attributed to a flow transducer on the smart pneumatic module board. The smart pneumatic module board was replaced to remedy the problem. The device was recertified and returned to the customer. Evaluation for the reported malfunctions of internal comm failure and internal comm failure were observed during review of the device's history log. Analysis for reports of this type has not identified an increase in trend.

Event description:
(B)(4). Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device intermittently displayed "self test" error messages. This is all the information that is available. Complainant indicated that there was no patient involvement in the reported malfunction.